Event description:
A malfunction with code malf 12 was reported, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in completing the reset. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to contact support if the issue happened again.